Manufacturer narrative:
Product analysis: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Also the right ventricular lead integrity alert was triggered and there was a r-wave amplitude measurement issue.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.